Event description:
The pt experienced a burning sensation in her back when the implantable neurostimulator was on. The sensation occurred when she was lying down. The battery status lights were assessed. The therapy controller battery was ok. The green neurostimulator battery was not lit. It was reported that the leads had melted together. No x-rays had been taken. The pt was at home at the time of the report; her status was reported as 'fair'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.